Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and this competitive defibrillation lead intermittently exhibited right ventricular (rv) pacing impedances of greater than 3000 ohms. Noise was seen and could be reproduced. The clinician inquired about turning off the rv lead. A boston scientific technical services consultant discussed the potential issues with turning off the rv lead and suggested changing the sensitivity until the lead could be revised. The clinician planned to confer with the physician regarding this case.